Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). Following pre-dilatation with a balloon catheter, a 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. No resistance was met during removal; however, upon checking the withdrawn catheter, the stent could not be found. A dislodged stent around the left main trunk (lmt) was confirmed on angiography. The physician attempted to remove the device by snare but failed. It was judged to be dangerous to perform further action with the device. The procedure was completed with a different device. No patient complications nor injuries were reported.